Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event occurred on an unspecified date in (B)(6) 2025 and involved a tego connector. It was reported by the dialysis staff that the ¿integrity of tego's not completely intact - unable to flush.¿ the issue was noted during use on patient; someone became aware of the issue when observed by clinical staff as part of dialysis procedure. No medication was used with the product. The product was not reprocessed or re-sterilized prior to use. There was patient involvement but unknown delay in therapy, no adverse events, and no one was harmed in the reported event.

Manufacturer narrative:
Received two used d1000 tegos for inspection. Excessive seal tearing was found on each of the tegos. The reported complaint of the tego damaged can be confirmed. The probable cause of tearing on the top silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history record review could not be conducted because no lot number was identified. D9 - date returned to mfg: 06mar2025.

Manufacturer narrative:
This emdr report covers only one of the two used d1000 tegos for inspection. Excessive seal tearing was found on the tego device. The probable cause of tearing on the top silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history record review could not be conducted because no lot number was identified. D9 - date returned to mfg: 06mar2025.